Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.9 cm in diameter abdominal aortic aneurysm approximately three months ago. Vessel morphology was reported as the proximal aortic neck was 22.3-21.4 mm in diameter. The distal aorta was 21.6 mm in diameter and calcified. The right access vessel was 6.2-8.6 mm in diameter with heavy calcification while the left access vessel was 7.6-8.6 mm in diameter with heavy calcification. Prior to the implantation of the stent grafts the left common iliac artery was occluded. The bifurcated stent graft was implanted and due to the occlusion of the left limb a 16 mm plug was implanted in the gate if the bifurcated stent graft, creating an aui along with an iliac stent graft limb. A femoral-femoral bypass was performed. On final angiogram a dissection in the external iliac was discovered; however the flow was brisk and the physician decided to not treat it. The dissection was cause by advancing the delivery system through the heavily calcified accessed vessels. It was reported that two months later the patient returned and the stent grafts were occluded all the way up to the renal arteries. The physician elected to perform an ancillary-femoral bypass and did a thrombectomy to restore flow to the patient's legs. No additional clinical sequelae were reported and the patient is fine. The exact date of the event is unknown.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (anatomy related: heavily calcified access vessels) evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related: heavily calcified access vessels).